Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve a complication at the access site occurred due to a manta device. There was no reported intervention. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).